Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00428 on 29-oct-2020. Additional information (03-nov-2020): siemens investigated and determined that contributing factors such as sample integrity issues, preanalytical variables, and foaming after sample delivery cannot be ruled out as the cause of the event. Quality controls recovering in range and no issues with other patient samples indicate that the instrument and reagents were performing acceptably. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls recovered in range at the time of the event. Sample clog errors occurred on the date of the event. Pre-analytical variables and sample specific issues cannot be ruled out contributing factors. Siemens is investigating the issue.

Event description:
A discordant, falsely low microalbumin result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was questioned by the laboratory, and was not reported to the physician(s). The same sample was repeated for microalbumin five days later, resulting higher. This result was reported, as the correct result, to the physician(s). The same sample was repeated again for microalbumin six days later, recovering higher and confirming the higher result from six days prior. This result was considered correct and was not reported to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely low microalbumin result.